Event description:
It was reported via repair work order that the brakes would not engage when pushing either pedal due to a missing screw that holds cam arm in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported